Manufacturer narrative:
The pre-repair temperature in degree fahrenheit results are as follows, gear 111.4, motor 134.8 and bearing 122.5. It was also discovered that the cable was nicked, the hipot test failed, motor was noisy, and the motor was working intermittently. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device is "tripping" (intermittent) and overheating. There were no injuries reported as a result of this event.

Manufacturer narrative:
The handpiece post repair temperatures were gear 91.7f, motor 92.1f, and bearing 90.7f. The handpiece was cleaned and sterilized. The motor/cable assembly was found faulty and was replaced. Also, all corroded parts were replaced. The device was successfully tested according to the sri. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicates the handpiece overheated in less than one minute.